Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b5 updated, h6 (medical device problem code) updated, d1 updated, d4 catalog # removed, d4 primary UDI # updated. Device evaluation: zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including stress testing with a known good power supply without duplicating the report. An internal inspection resulted in no findings. The main li-ion battery was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type. The customer was contacted to inform them that the ventilator operator's guide language has been updated to: "you must place the ventilator behind the 130 gauss field line (approximately 2 meters to the bore opening of a 3t MRI magnet)." In addition to the change, we also recommend, "do not use the ventilator in an MRI environment with greater than 3t magnetic force." "You must secure the device to a suitable MRI-compatible cart -- zoll MRI roll stand; optional IV arm assembly."

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shutdown. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.